Event description:
It is reported that the user found a leak from the catheter, during investigation, multiple subcutaneous leaks were noted on the catheter.

Manufacturer narrative:
This complaint of a catheter leak is confirmed. A single pinhole leak was identified during hydraulic pressurization. It should be noted that the leak is only observed during hydraulic pressurization. The leak appears as small bead of water. No damage to the stylet wire or catheter was observed. At this time the mechanism of damage is undetermined. A lot history review (lhr) is not possible, as no manufacturing lot number info has been provided by the complainant.